Manufacturer narrative:
Patient demographics such as age, date of birth, sex, weight, race and ethnicity were not supplied. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse discovered that aspirate probe #1 was not aspirating at the same rate as the other aspirate probes. The fse could not find a clot/clog in the probe so he replaced the tubing and all verification testing passed within instrument specifications. Not properly aspirating all of the unbound conjugate would lead to excess conjugate in the patient samples. This could cause erroneous results as demonstrated in this event. In conclusion, a hardware malfunction of the aspirate probe tubing is the cause of this event.

Event description:
The customer reported obtaining higher than expected patient results for two different assays including the parathyroid hormone (access pth) assay on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The initial, elevated results were questioned, however the customer did not supply any results after reanalysis. The elevated results did get reported out of the laboratory and corrected reports were generated. There was no known change to or impact to patient treatment in conjunction with this event. Qc (quality control) and calibration information was not supplied. It was noted that a system check performed on the day of the event had failed. The customer did not supply any information regarding sample collection or sample processing including centrifugation time and speed. There are no indications of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.